Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated . D4: the UDI number is not known as the part and lot number were not provided.

Event description:
This article was a study on the outcomes of an endovascular aneurysm repair (evar) procedures for abdominal stent graft cases using perclose proglide devices. There was a total of 134 patients included in the study, which was performed between january 2021 and september 2023. Complications included stenosis, hemorrhage, and dissection. All complications were treated surgically. Device issue was reported as suture coming out during device removal. It was concluded that it is crucial to evaluate the circumferential vascular properties and puncture just above the vessel under echo-guide when using the proglide device. Specific patient information is documented as unknown. This was identified through review of a japanese article, titled "consideration of the use of perclose proglide for evar cases at our hospital".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hemorrhage, vascular dissection and stenosis are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, vascular dissection and stenosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported suture malposition could not be determined. Based on the information reported through the research article, a conclusive cause for the reported suture malposition could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.